Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that two thumbnails did not match the image displayed on the left monitor. There is no report of death or serious injury.